Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection on the insertion site, with symptoms of pus coming out of the incision, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp was aware of the event and cleaned the site with lidocaine and prescribed antibiotics. As per dms, user is not using the system since (B)(6) 2025. The user confirmed that the site is now better and there's no more leaking of pus.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of pus coming out of the incision, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp was aware of the event and cleaned the site with lidocaine and prescribed antibiotics as per dms, user is not using the system since (B)(6) 2025. The user confirmed that the site is now better and there's no more leaking of pus.